Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection of the device revealed that the implants and suture were not in the needle, one implant was broken. No anomalies were found in the sleeve and needle. A manufacturing record evaluation was performed for the finished device lot number: 8l84172, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the needle condition, this complaint can be confirmed and a root cause for the issue reported cannot be determined. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure. The gray trigger was not full depressed, or the recommended depth positioning of the needle was not maintained, therefore, the plate did not fully trespass the meniscus tissue and it was pulled out along with the device. Also, it is possible that an instrument used to remove the plate caused damage and then broken. As per IFU: at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the implant. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI:(B)(4). Investigation summary, a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Only one device was observed in the photo. Visual inspection of the photo revealed that the implants and suture were not in the needle, they appeared to be deployed. It was not possible to see the condition of the needle. A manufacturing record evaluation was performed for the finished device lot number: 8l84172, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the condition of the implants, this complaint can be confirmed and a root cause for the issue reported cannot be determined. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. The possible root cause could be related to the needle insertion which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed. Then, when the trigger was pulled again both implants would be deployed and come out of the needle. However, it cannot be conclusively affirmed. As per IFU, at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant; there may be a slight pushback on the deployment gun while the implant goes through the tissue. Also, it is necessary to follow the instructions to assemble the needle to deployment gun. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
This is report 2 of 2 for (B)(4). It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the plate on the omnispan meniscal repair system/12 degree device pulled out. Changed to another one to continue the surgery but the same problem happened again. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.